Event description:
It was reported that a malfunction occurred on the pump, but no notable events happened prior to the issue. The malfunction did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. The customer received assistance from technical support in resetting the pump, and the malfunction did not recur afterward. The customer was advised to continue using the pump and to contact support if the issue returns, which they acknowledged and understood.